Manufacturer narrative:
(B)(4). Concomitant medical products: 010001032 ¿ cocr femoral head ¿ 6458261, 30124006 ¿ g7 high wall liner ¿ 64561727, 11-301341 ¿ arcos cone ¿ 215930, unknown arcos stem ¿ unknown part and lot, 010000996 ¿ g7 screw ¿ 6379063, 010000996 ¿ g7 screw ¿ 6596562, 010000996 ¿ g7 screw ¿ 6059231, 010000996 ¿ g7 screw ¿ 6596562, 010000996 ¿ g7 screw ¿ 6017218, 010000996 ¿ g7 screw ¿ 6611150. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that patient underwent a left hip revision approximately 5 days post implantation due to the cup component dislodging and the patient experiencing a fall. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; e1; e2; e3; g4; h2; h4 the investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02806, 0001825034 - 2020 - 02807, 0001825034 - 2020 - 02808, 0001825034 - 2020 - 02809, 0001825034 - 2020 - 02810. 0001825034 - 2020 - 02811.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 corrected: d11 d11: 010000998 ¿ g7 screw ¿ 6596562 010000996 ¿ g7 screw ¿ 6596562 010000997 ¿ g7 screw ¿ 6017218 010000999 ¿ g7 screw ¿ 6611150 010000996 ¿ g7 screw ¿ 6188923 reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. It was reported that the patient had a fall which could have contributed to the reported event however a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.